Event description:
Medtronic cardiovascular received info that the tip of this arterial cannulae separated upon removal from the aorta. It was reported that the cannulae was placed with ease, and the case was uneventful. As they pulled the cannulae out, the inner edge of the forty-five degree beveled tip separated from the cannulae. The outer edge of the cannulae remained intact. No adverse pt effects were observed.

Manufacturer narrative:
(B)(4). Evaluation: this product has not been returned. Result: this product has not been returned. Conclusion: cause of event cannot be determined. Analysis: this product is currently being held at the hospital's risk management department. Once released, the cannulae will be returned to medtronic and analysis will be performed. Conclusion: the cause of this event cannot be determined at this time. Once additional info becomes available, this event will be updated, and a supplemental report will be filed.